Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at the scs ipg pocket site. The patient stated the issue started after she was jerked by her dog on a leash. Subsequently, the patient underwent surgical intervention and had her scs ipg pocket site revised. In addition, the patient's scs ipg was electively replaced.

Event description:
Additional information received identified the issue was not such as pain from the generator, rather it was from an infection in the area. Reportedly, the patient was prescribed antibiotics and, was referred to an infectious disease specialist. Follow up identified the patient was seen by the infection doctor, but the doctor reported there had been an infection but it was starting to heal. Reportedly, all was well.